Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of perfix plug, patient was diagnosed with nerve damage, adhesions, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax and an unspecifed bard/davol perfix plug (device #1) on (B)(6) 2007. It is also alleged by patient attorney that on (B)(6) 2008, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was identified and dissected. A perfix plug and patch was placed on the inguinal floor and secured with suture.¿ (B)(6) 2008 - patient was diagnosed with left inguinal pain, mesh entrapment thereby underwent open repair with the explant of perfix plug (device #1). Per operative notes, ¿dense scar tissue was noted. The cord was peeled from the mesh. The entire mesh was excised . The plug was found to be densely adherent to the preperitoneal tissue. There was ilioinguinal and iiiohypogastric nerve involvement and the nerves were lysed. The mesh was explanted and synthetic mesh was placed in preperitoneal space.¿ (B)(6) 2014 - patient was diagnosed with right direct inguinal hernia with lipoma thereby underwent open repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿ the direct defect was identified, and floor of the canal was opened and placed a 3dmax mesh into the preperitoneal space and fixed with tacks and suture. A synthetic mesh was placed in the floor of the inguinal canal and secured by using sutures.¿ attorney alleges that the patient had adhesions, nerve damage, hernia recurrence, pain and mesh removal.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax and an unspecifed bard/davol perfix plug (device #1) on (B)(6) 2007. It is also alleged by patient attorney that on (B)(6) 2008, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."